Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were multiple reasons causing this issue, such as wrongly replacing cubie and network loss connection. A technical support specialist cleared the inventory messages to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not connecting with ciisafe, leading to mismatch of inventory count, resulting in failure to trigger refill of the pyxis machine. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.